Manufacturer narrative:
This complaint was closed on (B)(4) 2012 after multiple requests were made to have the complaint product returned for analysis and the product had not been received. The complaint was re-opened as the product was received on (B)(4) 2012 for evaluation in the bwi failure analysis lab. The product investigation is still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation procedure the lasso catheter did not go back to the straight position and was stuck in the deflected position while being used in the patient. The physician did not have any difficulty removing the catheter from the patient. No patient consequence from this catheter issue was reported. The catheter was exchanged and the case resumed. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the reported event, a deflection test was performed and the catheter passed all tests. Also a contraction test was performed and it contracted, however, the shape of the loop was distorted. The catheter was dissected and it was found that the puller wire was wrapped around the nitinol. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint about the deflection getting stuck cannot be confirmed; however during the investigation a contraction issue was observed not related to the original complaint.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. The device was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Event description:
It was reported that during an atrial fibrillation procedure, the lasso catheter did not go back to the straight position and was stuck in the deflected position. The issue was noted late in the case when the physician was checking for isolation using the lasso catheter while being used in the patient. The physician did not have any difficulty removing the catheter from the patient. No patient consequence from this catheter issue was reported. The procedure was completed successfully. The catheter was exchanged and the case resumed.